Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, the lead exhibited high, out of range pacing lead impedance and high capture threshold. The lead was capped and replaced. The patient will be monitored normally.